Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 412.216s, lot: 5l03202, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 17.jun.2019. Expiry date: 01.jun.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile 412.216 / 3l82047 was manufactured in (B)(4). Part: 412.216, lot: 3l82047, manufacturing site: (B)(4) release to warehouse date: 05.apr.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent an open reduction internal fixation surgery for a femoral neck fracture with femoral neck system (fns). After the surgery the femoral bone head developed a crush and necrosis was confirmed. On an unknown date the patient underwent a revision surgery in which the surgeon removed the fns and replaced it with an artificial bone head. There was no surgical delay. The surgeon commented that the event was caused by a problem of the blood flow in the bone head and it was not attributed to the fns. This report is for one 5.0mm ti locking scr slf-tpng w/t25 stardrive 44mm-sterile . This is report 3 of 4 for (B)(4).